Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined . It is likely water invaded the scope while the user was handling the device due to a leak in the biopsy channel, which led to an abnormality in electrical parts, and resulted in a temporary loss of image. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed; the device had a leakage from the instrument channel. In addition, evaluation found that there was no image however, after aeration the image returned. Additional evaluation findings are as follows: exera identification chip showed no data, the bending section cover had a crack, the switch/camera: sw1 to sw4 were not working, the bending section was wet, the charge-coupled device shrink tube had a cut, the control body was wet and had corrosion, and also had cuts and scratches on the boot, the scope connector was wet and had corrosion, and also had cuts and scratches on the boot, and low angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had an internal leak. The issue was found during reprocessing. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; it was found that there was no image. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.